Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to the patient having recurring incontinence that the physician believed was likely due to atrophy of the urethra. A new smaller cuff was implanted. The patient has fully recovered.